Event description:
The physician could not pass the stent with the accunet recovery ii catheter. A accunet recovery I catheter was used successfully to removed the filter basket. There was no pt injury or effect. No add'l info was available.